Event description:
It is reported that the pt is experiencing swelling, loosening, instability and clicking noise. The pt has underwent an aspiration.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Review of the device history records for the femoral, tibial, articular surface and patellar components did not find any deviations or anomalies. Device history records for the bone cement could not be reviewed as the lot number is unk. These devices are used for treatment. Review of the primary notes confirms that the pt underwent a right total knee arthroplasty. It was reported that the trial components were taken through a full range of motion and the knee was found to have balanced flexion and the patella tracked well with no lift-off. Final components were again taken through a full range of motion. There was no extension or flexion laxity and the knee achieved full extension. The package insert states that "loosening or fracture/damage of the prosthetic knee components or surrounding tissues" is an adverse effect. This is therefore a known inherent risk of the procedure. A definitive root cause cannot be determined with the information provided.